Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway h11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and eight days post a dialysis catheter placement, it was noticed that the clamps on the catheter caused constrictions and pinches on the tubes/catheter legs. It has been observed that these constrictions do not ¿straighten out over time¿. This contributes to the patient experiencing arterial pressure alarms and suction during dialysis. The repeated suction and arterial pressure alarms result in blood pumping cessation, which leads to impaired dialysis treatment. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first two photos show an implanted catheter in which the clamp site on both extension legs were noted to be deformed/compressed. The third photo shows the arterial lumen being wrapped around using a fixation tube. Therefore, the investigation is confirmed for the reported catheter leg constrictions, low flow rate and suction issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that two months and eight days post a dialysis catheter placement, it was noticed that the clamps on the catheter caused constrictions and pinches on the tubes/catheter legs. It has been observed that these constrictions do not ¿straighten out over time¿. This contributes to the patient experiencing arterial pressure alarms and suction during dialysis. The repeated suction and arterial pressure alarms result in blood pumping cessation, which leads to impaired dialysis treatment. There was no reported patient injury.